Event description:
Reportable based on additional information received 07-mar-2013. It was reported that during preparation for a stenting treatment procedure stent damage occurred. During preparation of the 3.5 x 32mm ion mr stent delivery system the stylett was being removed and it was noted that the distal tip of the device including the distal portion of the stent was bent. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. There were stent strut impressions between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure, however the distal end of the stent extended beyond the distal markerband due to multiple stent struts stretched and bent. The location of the strut impressions on the balloon indicates the stent was appropriately positioned and secured to the balloon in manufacturing. Magnified inspection presented no damage or irregularities that could have caused or contributed to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).